Event description:
It was reported that in the emergency room during prep, the md found the tip of the swg was slightly bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Returned by the customer was an opened cs-27702-e kit that contained a guide wire and advancer assembly. The guide wire cap was not returned with the complaint samples. The guide wire returned in the kit was inspected and a slight bend was observed approximately 2.2 cm from the j-tip. The guide wire was reinserted into the advancer assembly without resistance or difficulty and could be advanced through the straightening tip. A device history record review was performed for this complaint investigation. The reported complaint for a bent guide wire was confirmed through inspection of the returned component. Based on the bend in the guide wire the defect discovered prior to use and the tray used to package this kit, the potential cause is tray design related. An engineering change request will replace the tray used in this complaint lot with a redesigned tray to reduce the component contact and movement within the tray.